Event description:
It was reported that the cage backed out post-operatively. The patient underwent revision surgery to replace the cage with alif implant using anterior approach.

Manufacturer narrative:
Method: labelling review and risk assessment. Visual, dimensional, functional and materials analysis could not be performed as the device was not returned. Manufacturing record review identified all units met stryker specification. Complaint history review performed, and no similar complaints were identified. It was reported the cage backed out posteriorly at l4/l5; patient underwent a revision surgery on (B)(6) 2019. There was no reported migration, loosening, or fracture of the supplemental fixation system. There was no patient fall or trauma reported. According to the surgical technique statement, "the compression or distraction maneuvers should be performed once all of the blockers are inserted but not final tightened." "Choose a cage that is equivalent to the final trial height or final distractor used. The implant sizing is based on the fit and feel of either the final trial or distractor. Implant height should not be oversized."

Event description:
It was reported that the cage backed out post-operatively. The patient underwent revision surgery to replace the cage with alif implant using anterior approach.